Manufacturer narrative:
(B)(4). Voluntary medwatch form: mw5060808 received (B)(6) 2016.

Event description:
It was reported that the right atrial lead exhibited oversensing causing atrial fibrillation and inappropriate mode switches. No additional information was available. The device remained implanted.